Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Expiration date - ni. Date explanted - ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01521 / 01522). Product evaluated by external contractor.

Event description:
Patient underwent a hip revision procedure due to unknown reasons. The liner, locking ring, and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Evidence of deformation, wear, burnishing and damage is noted on the device and evaluation of the device indicates it likely occurred as a result of the femoral stem impinging against the rim of the acetabular cup and the screw protruding from the acetabular cup. Root cause of the event was most likely due to impingement; however, a conclusive root cause could not be determined without additional information.